Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced the erbe integrated electro surgical unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported problem. The iesu was placed on a test system and was run in normal mode and error c-34 occurred.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer reported the erbe integrated electro surgical unit (iesu) generator stopped working and exhibited error c-34. The error persisted after restarting the iesu. The surgeon made the decision to convert the procedure to tradition laparoscopic techniques with no reported injury.